Event description:
It was reported that the insert was inscure/loose on the medial-anterior of the right-leg. It was reported that the device was removed, a new poly was inserted, but the result was reportedly the same. Additionally it was reported that the surgeon described the event as "tibial insert not sitting flush on tibial tray".

Manufacturer narrative:
Investigation in progress. No additional information available at this time.